Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic nissen fundoplication procedure. The needle fell out of the jaws of the su turing device during the fundoplication of the stomach. The needle and suture fell into the cavity of the patient and were retrieved. There was difficulty in toggling the needle prior as the device was not smooth. The device was difficult to unload. In order to resolve the issue and complete the case, a new suturing device and reload were used. There was no patient harm.